Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced severe hypoglycemia, was sweating a lot and reacting with delay. The cgm was reading 95 mg/dl and the blood glucose reading was 22 mg/dl taken by the partner. The patient was treated by the partner with grape sugar, 30 minutes after the treatment the patient recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.